Event description:
Hemodialysis catheter inserted right subclavian. Catheter was removed. A second hemodialysis caheter was inserted in right subclavian under fluoroscopy. Dilator positioned tip of catheter into left hemithorax. Hemopneumothorax resulted. Seen on fluoro, confirmed on chest x-ray. Chest tube inserted. Pt experienced cardiopulmonary arrest, but resuscitation was not successful.